Event description:
Per the clinic, the patient was explanted due to a device failure. No integrity test was done to confirm or deny this. The patient was explanted in late 2008, and was reimplanted with a new device during the same surgery. Follow up information as been requested, but was not available at the time of this report, 2009.